Event description:
A patient reports receiving antibiotics from multiple doctors due to an allergic reaction causing an infection at the pod infusion site (leg). The patient reports being switched to a tandem pump due to this event while waiting for the pod infusion site to heal.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.